Event description:
It was reported that during central processing, the pulley cover on maryland bipolar forceps instrument had a thermal damage. Customer used a backup instrument. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument passed the recognition, engagement and energy delivered test. The complaint regarding thermal damage was confirmed by failure analysis.